Event description:
Patient was implanted on an left side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Additional information was received on nov 11, 2020. The manufacturer received x-rays and other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
It was discovered that complaint (B)(4) is a duplicate of (B)(4) . Both complaints treats the same event. The event will be processed only in complaint cmp-0585924 / 0009613350-2020-00129-2. Zimmer biomet will therefore invalidate this complaint: (B)(4) / 0009613350-2020-00471-2; please delete this case from your records.

Event description:
It was discovered that complaint (B)(4) is a duplicate of (B)(4) . Both complaints treats the same event. The event will be processed only in complaint (B)(4) / 0009613350-2020-00129-2. Zimmer biomet will therefore invalidate this complaint: (B)(4) / 0009613350-2020-00471-2; please delete this case from your records.

Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14; item# 0100402065; lot# 2726433. Biolox delta, ceramic femoral head, m¸ 28/0, taper 12/14; item# 00877502802; lot# 2703341. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to implant fracture.